Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred, resulting in the customer experiencing an elevated blood glucose (bg) level (over 500 mg/dl). A manual injection was administered to treat the bg. The customer performed a supply change and continued to use the pump for insulin therapy.